Event description:
It was reported that the ilet pump¿s outer casing began to separate, and the user secured the device with a rubber band while continuing use; blood glucose remained stable at 112 mg/dl with no reported alarms, and a replacement unit was arranged with guidance to shut down the pump before return. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer service troubleshooting and coordination of device return for evaluation. Investigation of this device revealed a screen bezel or enclosure separation consistent with a mechanical housing defect of the pump enclosure, with normal device function otherwise and no alert generation. It was concluded that the cause was a mechanical component failure of the enclosure attributable to device design or wear of the housing assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.